Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the re-operation of the spinal fixation by replacing the screw was performed with the expedium system. The surgeon used the polyaxial screw, which was 1mm thicker in size than the initially used screw to the original implant. While the surgeon was inserting the reported polyaxial screw, since the effectiveness of the screw was too strong, the core part of the screw driver was broken. Because of this issue, the broken tip of the driver was remained in the core part of the screw and could not be removed, which also lead that the screw could not be used either. However, the surgeon was able to remove everything, and the procedure was completed safely. The surgery was completed with a delay (less than 30 minutes), and there was no adverse consequence to the patient. (This (B)(4) is related with (B)(4))

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level reveals that the fracture is located at the screwdriver¿s distal tip. The second half of the driver tip remains lodged inside the drive feature of the 9x55mm polyaxial screw. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.